Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high" on glucose monitor. Reportedly, customers cgm values were not populating which elevated their bg level. Customer did not provide how bg was addressed. Tandem technical support conducted systems check and the pump was functioning as intended.